Event description:
A high blood glucose (bg) value was reported by the customer, but the specific value was unknown as it was displayed as "high." Cause was not known. The customer took several corrective actions, including administering a bolus, changing the infusion set three times, and giving a manual insulin injection. Customer technical support (cts) guided the caller through various checks and instructed them to replace supplies as needed.